Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the set-up prior to firing the circular stapler, the anvil and stapler could not be approximated completely, and there were difficulties in closing the stapler. As a result, the healthcare professional had to open a new circular stapler. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI #), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the presence of a full complement of staples. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged and the anvil of the instrument was observed to be not tilted and separated from the in strument. It was reported that the anvil and stapler could not be approximated completely and there were difficulties in closing the stapler. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manu facturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contraindications section states, do not use the stapler with 3.5 mm staples on any tissue that will not comfortably compress to 1.5 mm in thickness. The instrument should not be used if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window and do not use the stapler if unusual effort is required to turn the twist knob in order to visualize at least a portion of the green bar in the indicator window. Warnings and precautions section states, after attaching the anvil to the instrument, verify that the orange band on the instrument integrated trocar has been completely covered by the anvil/center rod prior to approximating the anvil to ensure proper assembly of the anvil to the instrument. Applying gentle counter traction on the distal bowel during approximation may minimize excessive tissue incorporated into the barrel of the stapler. Ensure that the tissue thickness can comfortably compress to 2 mm for staplers with 4.8 mm staples and 1.5 mm for staplers with 3.5 mm staples. Excess tissue thickness may result in unacceptable staple formation and/or incomplete knife cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.